Event description:
The patient was noted to be non-responsive so the basic life support protocol was initiated and the ems called. Staff members attempted to connect stock CPR bags to the o2 tanks, however they were unable to utilize the CPR bags, so an o2 nasal cannula was utilized in the interim. After this incident, it was discovered that the o2 tanks and CPR bags were incompatible. The o2 tanks contained a "standard" connector, which had been phased in about one year ago. The off-site renal center still had old style of connector, or "universal" connector on their CPR bags, although all system-wide facilities' o2 tanks were supposed to have the same "standard" connector. All sites were notified to check their stock to ensure they had only the standard connectors on all CPR bags. The purchasing department was aware that only standard connectors were allowed, however this incident resulted from the use of old stock that was not found and purged. Previously, during the change/standardization to the "standard" connector, it was made known that all on-site and off-site facilities had to change out all the CPR bags to make them compatible with the new standard o2 tank connectors, and all old products had to be discarded as areas began to receive the new o2 tanks. The conversion was actually completed about a year ago, but this incident occurred at a remote location that does not use o2 frequently, and apparently did not have to "bag" a patient until recently. To address this issue internally, it was first verified that the old connectors were purged by first sending a flyer out to all department managers, followed by a written e-mail or a verbal confirmation of receipt from each of them. Additionally, it was confirmed that all new CPR bags will have the standard (new) connectors and that the purchasing department does not have the old style in their system.